Event description:
Information was received indicating that during use, a smiths medical cadd extension set was leaking around the filer on second of use. No patient consequences were reported. No adverse effects were reported.